Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl. The customer reported bolusing for their blood glucose, but their blood glucose did not lower, prompting the hospitalization. The customer stated the cause of the hospitalization was from diabetic ketoacidosis. The customer was being treated with manual injections. Customer also reported going back to the hospital three to four hours after being released. Customer reported they began to vomit from their blood glucose. The insulin pump was removed from the customer once admitted to the hospital. Troubleshooting did not find any leaks or air bubbles. Customer reported a bolus was missing from the bolus history the day their high blood glucose began. It was also found the insulin pump passed a high pressure test. The customer's current blood glucose was 267 mg/dl. The insulin pump will not be returned for analysis.